Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. Mesh were implanted on (B)(6) 2011. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh(s) revision/excision on (B)(6) 2011 due to vaginal prolapsed, cystocele, rectocele, enterocele, stress urinary incontinence and malposition of prior mesh. Same time as implantation of mesh implanted on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent matristem pelvic floor system implant, removal of two vaginal stitches on (B)(6) 2014, due to exposure. No additional information was provided.